Event description:
It was reported of a device malfunction (water leak). Discovered upon opening. No injury.

Manufacturer narrative:
Event problem and evaluation codes: updated.a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection found a cracking on luer lock adapter female. Functional testing found the reported failure mode is confirmed. Based on the sample provided, analysis conducted on physically evaluation, trend analysis for this failure mode in complaints, root cause can be determined as supplier item fault. A scar was submitted to supplier for luer connector on (B)(6) 2020, in which supplier was notified about the issue reported for broken component.this remediation MDR was generated under (B)(4), as a result of warning letter cms# 617147.